Manufacturer narrative:
A review of the data provided indicated that the CT value for the initial run is slightly delayed and indicative of a sample near the test's limit of detection (lod). Samples near or below the lod may generate wavering results. Additionally, it is mentioned that the same sample collection was used for the retests, which could have led to the viral concentration being reduced in the sample collection. No product problem identified throughout the entirety of the analysis. No non-conformance related to the customer allegation was identified. Facility name: (B)(6) general hospital. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on the same cobas® liat® system which yielded a negative result for all targets. The initial positive result was reported out but no harm is alleged. An investigation was conducted to evaluate the customer issue. Per FDA's guidance for eua, one MDR will be filed.